Event description:
It was reported the implantable neurostimulator (ins) was implanted 120 days past its use by date (ubd).

Manufacturer narrative:
Product ID 3387s-40, lot# v865879, implanted: 2012 (B)(6); product type lead product ID 37642, serial# (B)(4); product type programmer, patient product ID 37085-60, serial# (B)(4), implanted: 2012 (B)(6); product type extension. (B)(4).